Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the unit displayed an e-3 error message. It was further reported that the bulb in the unit had 380 hours on it.